Event description:
This is a spontaneous case report received via regulatory authority (case# (B)(4)) in united states on (B)(4) 2015 from a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. Consumer stated she had essure placed over four and a half years ago. She had done the x-ray to assure the tubes were occluded at 3 months post procedure and also had an ultrasound 2 years ago showing the essure coils were in place. Then, 6 months ago, she began cramping and bleeding pretty bad. In addition consumer reported that, 6 weeks ago, every time she had sexual intercourse she would bleed heavy (bright red bleeding). An ultrasound was performed and found her left essure expelled into her uterine cavity. The essure had to be removed in the office under sedation. Follow-up received on (B)(4) 2015. Product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. The bayer reference number for the ptc report is (B)(4). Final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report; refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and 4.5 years later an ultrasound showed left essure coil expelled into uterine cavity, this implant was removed under sedation. The reported event was considered serious, due to medical importance and is listed in essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus/cervix or out of the body) or migration (distal fallopian tube or peritoneal cavity) and can result on pain and bleeding. Considering the above mention information causality with the suspect insert cannot be excluded. This case was considered an incident, due to the required medical intervention for essure removal. The product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.